Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device dislocation ("migration of the device/ essure device on the right side was not seen (near liver)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst, vaginal bleeding and obesity. Concomitant products included fluconazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("infection -bladder/urinary tract/vaginal") and cystitis ("infection -bladder/urinary tract/vaginal"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection -bladder/urinary tract/vaginal"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and dyspareunia ("dyspareunia ( painful sexual intercourse)"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, vaginal infection, cystitis, urinary tract infection, menorrhagia, vaginal haemorrhage, abdominal pain and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test. Current weight: 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received event " abdominal pain and dyspareunia" event added. Reporter information, patient information and historical drug are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device dislocation ("migration of the device/ essure device on the right side was not seen") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst and vaginal bleeding. Concomitant products included fluconazole. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("infection -bladder/urinary tract/vaginal"), cystitis ("infection -bladder/urinary tract/vaginal") and urinary tract infection ("infection -bladder/urinary tract/vaginal"). In january 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). In october 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy) and surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy). Essure was removed on 22-nov-2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, vaginal infection, cystitis, urinary tract infection, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, concomitant and historical condition were added. Essure indication was updated and stop date added. New events abnormal bleeding, abnormal bleeding (vaginal, menorrhagia) added and event infection updated to infection -bladder/urinary tract/vaginal. Treatment drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device expulsion ("migration of the device/ essure device on the right side was not seen (near liver)/migration of essure device location of device: uterus"), perforation ("one coil almost perforated my liver") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 34-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst, vaginal bleeding, obesity, fibroids and uterine bleeding. Concomitant products included fluconazole. On (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced urinary tract infection ("infection -bladder/urinary tract/vaginal/infection(bladder/urinary tract/vaginal)-type:urinary tract"). On (B)(6)2016, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). On(B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced dyspareunia ("dyspareunia ( painful sexual intercourse)"). In october 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, perforation, menstrual disorder, urinary tract infection, menorrhagia, vaginal haemorrhage, abdominal pain and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test. Current weight 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Pathology test - on (B)(6)2016: result: diagnosis: a uterus and fallopian tubes: hysterectomy and bilateral salpingectomy: cervix: unremarkable endometrium: secretory phase endometrium myometrium: adenomyosis and leiomyomas measuring up to 1.0 cm serosa: unremarkable fallopian tubes: the left fallopian tube contains a metallic coil; both fallopian tubes show paratubal cysts clinical information: adenomyosis, dysmenorrhea, dyspareunia in female, fibroid intramural. Gross description there is an attached 35 cm left fallopian tube remnant with a possible perforated metallic coil. There is adipose tissue attached to the coil. Also received are two, separate, undesignated fimbriated fallopian tube segments (2.5 and 3.5 cm in length).. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation, dysmenorrhoea, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: one coil almost perforated my liver. Event pt term updated: essure device migration of the device/ essure device on the right side was not seen (near liver)/migration of essure device location of device: uterus. Events deleted: bladder problems and vaginal infection. Event clubbed: abnormal bleeding/heavy bleeding and infection -bladder/urinary tract/vaginal/infection(bladder/urinary tract/vaginal)-type:urinary tract . Event onset dates updated. Medical history added. Lab data added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device dislocation ("migration of the device/ essure device on the right side was not seen (near liver)") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst and vaginal bleeding. Concomitant products included fluconazole. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("infection -bladder/urinary tract/vaginal"), cystitis ("infection -bladder/urinary tract/vaginal") and urinary tract infection ("infection -bladder/urinary tract/vaginal"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, vaginal infection, cystitis, urinary tract infection, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet: lot number (761439) provided. The event dysmenorrhea was added . Plaintiff has recovered from pelvic pain; heavy bleeding and cramps after essure removal. Events onset dates were added and/or updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device dislocation ("migration of the device/ essure device on the right side was not seen (near liver)") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst and vaginal bleeding. Concomitant products included fluconazole. In march 2008, the patient had essure inserted. In november 2011, the patient experienced vaginal infection ("infection -bladder/urinary tract/vaginal"), cystitis ("infection -bladder/urinary tract/vaginal") and urinary tract infection ("infection -bladder/urinary tract/vaginal"). In january 2016, the patient experienced pelvic pain ("severe pelvic pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 8-aug-2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy) and essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, vaginal infection, cystitis, urinary tract infection, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), uterine perforation ('uterine perforation'), device expulsion ('migration of the device/ essure device on the right side was not seen (near liver)/migration of essure device location of device: uterus') and traumatic liver injury ('one coil almost perforated my liver') in a 34-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst, vaginal bleeding, obesity, fibroids and uterine bleeding. Concomitant products included fluconazole, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infection -bladder/urinary tract/vaginal/infection(bladder/urinary tract/vaginal)-type:urinary tract"). On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia ( painful sexual intercourse)"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding/heavy bleeding"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced traumatic liver injury (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and psychological trauma ("psych injuries"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, traumatic liver injury, menstrual disorder, dyspareunia and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, traumatic liver injury, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2008 and (B)(6) 2010. Plaintiff did not undergo essure confirmation test. Current weight 222 lbs. Received treatment for pain, abnormal bleeding, migration and bladder/ urinary problem related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Pathology test - on 22-nov-2016: result: diagnosis: a uterus and fallopian tubes: hysterectomy and bilateral salpingectomy: cervix: unremarkable endometrium: secretory phase endometrium myometrium: adenomyosis and leiomyomas measuring up to 1.0 cm serosa: unremarkable fallopian tubes: the left fallopian tube contains a metallic coil; both fallopian tubes show paratubal cysts clinical information: adenomyosis, dysmenorrhea, dyspareunia in female, fibroid intramural. Gross description there is an attached 35 cm left fallopian tube remnant with a possible perforated metallic coil. There is adipose tissue attached to the coil. Also received are two, separate, undesignated fimbriated fallopian tube segments (2.5 and 3.5 cm in length). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation, dysmenorrhoea, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events - uterine perforation and psych injuries added. Outcome of the events abdominal pain, urinary tract infection, vaginal hemorrhage and menorrhagia were update to recovered. Event of genital haemorrhage downgraded to non-serious. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), uterine perforation ('uterine perforation'), device expulsion ('migration of the device/ essure device on the right side was not seen (near liver)/migration of essure device location of device: uterus') and traumatic liver injury ('one coil almost perforated my liver') in a 34-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included yeast infection, dyspareunia, dysmenorrhea, mixed incontinence, uterine enlargement, itch burning, adenomyosis, paratubal cyst, vaginal bleeding, obesity, fibroids and uterine bleeding. Concomitant products included fluconazole, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infection -bladder/urinary tract/vaginal/infection(bladder/urinary tract/vaginal)-type:urinary tract"). On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia ( painful sexual intercourse)"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding/heavy bleeding"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced traumatic liver injury (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and psychological trauma ("psych injuries"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, colpopexy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, traumatic liver injury, menstrual disorder, dyspareunia and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, traumatic liver injury, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2008 and (B)(6) 2010. Plaintiff did not undergo essure confirmation test. Current weight 222 lbs. Received treatment for pain, abnormal bleeding, migration and bladder/ urinary problem related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Pathology test - on (B)(6) 2016: result: diagnosis: a uterus and fallopian tubes: hysterectomy and bilateral salpingectomy: cervix: unremarkable endometrium: secretory phase endometrium myometrium: adenomyosis and leiomyomas measuring up to 1.0 cm serosa: unremarkable. Fallopian tubes: the left fallopian tube contains a metallic coil; both fallopian tubes show paratubal cysts clinical information: adenomyosis, dysmenorrhea, dyspareunia in female, fibroid intramural. Gross description there is an attached 35 cm left fallopian tube remnant with a possible perforated metallic coil. There is adipose tissue attached to the coil. Also received are two, separate, undesignated fimbriated fallopian tube segments (2.5 and 3.5 cm in length).. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation , fallopian tube perforation, dysmenorrhoea, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent a total hysterectomy) and surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.